Manufacturer narrative:
The onsite radiologic technologist was able to resolve the issue disconnecting the mobile view station (mvs) and rebooting the system. No further issues were reported. No parts were replaced or returned. A subsequent full imaging system check-out was completed (not specific to this event) and all tests passed. Full system functionality was confirmed and the system was returned to service. Issue resolved by site.

Event description:
A site representative reported that, while in preparation for a spinal fusion procedure, and upon start up of the imaging system, the screen froze on 'system booting, please wait'. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.